Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected fields: - b5 (problem description): updated and corrected to a more precise description of the case, the s-ICD was not explanted as a result of the infection. It remains in service. - h6 (impact codes): code "f1903 - device explantation" was discarded as the s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection and erosion with sepsis. The patient was treated with intravenous antibiotics. The implantable electrode was explanted while this s-ICD was not, due to physician discretion and remains in service. Further information was received indicating high out-of-range impedance measurements over 400 ohms were noticed while the device was leadless, which is an expected behavior. No additional adverse patient effects were reported.